Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h6 (health effect - clinical code, type of investigation, investigation findings, investigation conclusions). Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common nsvd related causes of post-procedural regurgitation includes, for valves implanted in the mitral position, entrapment by native tissue or suture. Based on the information available, the complaint restricted leaflet mobility and severe regurgitation was confirmed. Given a device implant duration of 8 years and per medical records "the mitral prosthesis as visualized through the aortic annulus clearly demonstrated native mitral leaflet tissue covering the medial stent post and encroaching on the leaflet causing restriction." The most likely cause was due to patient factors. An edwards defect has not been confirmed. The subject device is not available for evaluation. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (device code).

Manufacturer narrative:
H11: additional manufacturer narrative: per customer, the device is not available to be returned for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient underwent double redo valve replacement. A 29mm 7300tfx mitral valve was explanted after an implant duration of eight (8) years due to restricted leaflet and severe regurgitation. The patient was asymptomatic. The explanted valve was replaced with a 29mm 11400m valve and was stable post procedure. The patient was discharged on pod #3. Per medical records, the mitral prosthesis was well incorporated circumferentially, and leaflet integrity was good. It appeared that native mitral leaflet tissue had been caught over the valve struts, causing some restriction of one of the leaflets with resulting severe regurgitation. The previous mitral valve was excised and replaced with a 29mm mitris valve. The valve seated nicely. A redo avr was performed with a 25mm inspiris valve [2025-01053-02]. Satisfactory function of the newly implanted prostheses was noted. Gradually, cardiopulmonary bypass was discontinued, and protamine was administered. The patient was taken to the cv surgery ICU in satisfactory condition post procedure. Per pathology report, the explanted mitral valve had minimal amount of attached tan-white soft tissue and blue sutures surrounding the ring-shaped device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.